Manufacturer narrative:
Evaluation of this complaint confirms it is associated with a previously confirmed issue. The ticket being investigated reported discrepant patient results (false positive) with non-sigmoidal unusual/abnormal curves. These abnormal curves were not invalidated and incorrectly provided patient samples with a positive result when using the alinity m resp-4-plex amp kit (list 09n79-090 and 09n79-096). Non-sigmoidal curves are not expected to produce positive results. Therefore, this investigation will also be dispositioned as confirmed. Specification not met: while the runs were valid and met assay specification requirements, a product deficiency was identified based on the interpretation of the patient samples. Positive results are expected to generate a sigmoidal curve. False positive discrepant patient results identified in this complaint exhibited non-sigmoidal unusual/abnormal curves. These abnormal curves were not invalidated and incorrectly provided patient samples with a positive result. Non-sigmoidal curves are not expected to produce positive results. Abbott molecular determined that a field corrective action should be taken via approval of 493-risk. This action was communicated to the FDA on november 6, 2021 as a draft 806 report and a request to review letter content. Urgent field safety notice /field correction recall (fa-am-dec2021-264) and a technical service bulletin to provide customers background on theissue, potential impact and necessary actions was issued. The following mdrs were also reported as related to fa-am-dec2021-264: 3005248192-2021-00110 follow up report 2 3005248192-2021-00406; 3005248192-2021-00367 follow up report 1; 3005248192-2021-00313 follow up report 1; 3005248192-2021-00361 follow up report 1; 3005248192-2021-00402 follow up report 1; 3005248192-2022-00077; 3005248192-2021-00152 follow up report 1; 3005248192-2021-00126 follow up report 1; 3005248192-2021-00381 follow up report 1; 3005248192-2021-00454 follow up report 1; 3005248192-2021-00370 follow up report 1; 3005248192-2022-00212 follow up report 1; 3005248192-2021-00343 follow up report 2; 3005248192-2022-00142 follow up report 2.

Manufacturer narrative:
Elevated complaint investigation will be conducted. Since the lot number is unknown, the manufacturing date and expiration date have been left blank.

Event description:
Customer reported discrepant results on the alinity m resp-4-plex assay for the flua and flub targets. The customer reported 5 false positive results for the flub target. These samples were retested on the biofire assay and generated negative results. 4 of the false positive flub results were not released outside the lab, so there was no impact to patient management. 1 of the false flub patients was released, but there was no known impact to patient management. The customer also reported a false positive result for flua. The sample tested negative on the alinity m instrument but tested positive on biofire. The customer is not aware of any impact to patient management.